Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure performed on (B)(6) 2022. During the procedure, when the band was deployed, the second band moved, instead of the first band. It was reported that the second band was still within the catheter. The procedure was completed with another speedband superview super 7. It was reported that there was difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.